Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 4.2 (reduced coumadin dose). Date: (B)(6) 2011, inratio: 2.3. Date: (B)(6) 2011, time: before 8am, inratio: 3.7. Date: (B)(6) 2011, time: before 10am, inratio: 3.3, doctor's inratio: 2.8. Pt took their coumadin dose for the day after testing on the inratio meter at 8:00 in the morning. Went to their doctor's office and tested on the pt's meter, then using the same finger (new puncture, within minutes) on doctor's inratio meter.

Manufacturer narrative:
Pt is taking aspirin. Patient's current medication may contribute to unexpected or inaccurate inr result. Inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr: 3.7, 2nd inr: 3.3, 3rd inr: 2.8, mean: 3.27, sd: 0.45, %cv: 13.80; 4.2 and 2.3 inr are excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Customer was comparing test results that occurred more than 3 hours apart. If time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Analysis of the client's valid data from repeated inratio tests (inr = 3.7, 3.3 and 2.8) revealed that test result comparison met precision criteria. Pt's medication cannot be ruled out as a cause for the expected results. No product was expected to be returned. Retained strip test ((B)(6) 2011) result comparison met precision criteria. (B)(4). Corrective action not required at this time.